Event description:
It was reported that during a laparoscopic gastric bypass procedure, the duck bill was getting stuck when extracting instruments. There was a loss of pneumo until another instrument was inserted. They continued to use the trocar to complete the procedure. There was no impact to the patient.

Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as "whistling" or "hissing"? Hissing. If so, did the "noise" prevent insufflation? Please describe the noise. Yes, when device was extracted. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? No. What was the gas consumption rate or volume (liter/minute)? Unk. Were you able to identify where the leak was coming from? Yes. Was a device inserted in the trocar during the leaking? If so, what device? Yes, stapler. Was any torque being applied to the trocar or device? No. The analysis results found that device (a, b and c) were returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and each device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. In addition, a test device was inserted and removed through the trocars without any anomalies noted. The devices do not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances.